Event description:
It was reported there was no response from the stimulator probe (at the beginning of the procedure) although the staff checked the connection. Another stimulator was used and everything was ok. There was no report of patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
Device received for analysis on january 2, 2014. New information received on january 30, 2014. (B)(4). Based on the analysis, the complaint is confirmed for probe not working properly. (B)(4).